Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the limited follow-up information available, the patient¿s liberty cycler can be disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.

Event description:
This patient with end stage renal disease (esrd) reported to fresenius (via a customer experience survey) that they discontinued continuous cyclic peritoneal dialysis [cc(pd)] after experiencing an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, hospital records) proved unsuccessful.

Manufacturer narrative:
Correction: d8 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there was no causal relationship between the objective evidence and the alleged event; therefore the alleged event is unconfirmed. A definitive conclusion regarding the reported incident could not be reached.

Event description:
This patient with end stage renal disease (esrd) reported to fresenius (via a customer experience survey) that they discontinued continuous cyclic peritoneal dialysis [cc(pd)] after experiencing an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, hospital records) proved unsuccessful.